Manufacturer narrative:
(B)(4). The pressure test performed was an underwater leak test, which identified leakage from the bag subassembly component. The functional test that the device failed was a simulated use test; the bag was filled with solution, a spike connected to an extension set was inserted into the bag, the bag was hung, solution was allowed to flow, and the bag was observed for issues. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and functional test were performed, and both tests failed due to a leak. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container leaked during infusion of 300 ml milrinone. The patient reported that the leak was located near the seam by the hanger. The reporter stated that the patient performed the infusion at home ¿with the solution bag in a fanny pack.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.